Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, lab levels indicated elevated cobalt levels. An unknown depuy head is being reported. The stem has already been reported on com (B)(4). A poly liner was placed during the doi. No revision date has been provided.

Manufacturer narrative:
Pfs and medical records received. After review of the medical records for MDR reportability, lab levels indicated elevated cobalt levels. An unknown depuy head is being reported. The stem has already been reported on com 009331. A poly liner was placed during the doi. No revision date has been provided. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.